Manufacturer narrative:
Visual assessment of the device shows no suture or ts remain on the insertion needle but were returned. Examination of the construct showed the suture has been cinched and t1 is bent mid point of its length. T2 showed no abnormalities. The actuator is in its t2 post deployment position indicating a complete deployment. The distal end of the depth limiter is crimped/damaged. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended.

Event description:
It was reported that during the surgery a t2 pre-deployment occurred. Back-up device was available to complete the surgery with no patient injuries or significant delay reported. T1 was cut free and removed from the patient's joint.